Event description:
Reoccurring issue noted device interrogation revealed failure to convert rhythm due to inadequate high voltage therapy on the implantable cardioverter defibrillator (ICD). The physician elected to do additional surgery to address the issue. There were no patient consequences.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to convert rhythm due to inadequate high voltage therapy on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition.

Event description:
New information notes that programming changes were made. The patient was discharged from the hospital after the procedure.